Event description:
It was reported a drill bit stop is not remaining secured in place. The malfunction was noticed prior to surgery during tray preparation, but the surgeon decided to use the item with no impact to patient or procedure. The patient status / outcome was fine. There was no surgery delay due to the reported event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. (B)(4). However, note (B)(4) for locking function was not addressed on the manufacturing record review. All other records indicate the product was manufactured to specifications. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history records indicates there was one material review report for: item 1 note 1: function failed on one part out of 25. The entire lot was returned to supplier, reworked, inspected for item 1 100% and passed. Note 2 is connected to note 1 through the functional testing per inspection sheet. Addressing note 1 also addresses note 2 as the check locking function testing (note 2) requires the push button to be functioning (note 1). As the entire lot was reworked and passed inspection afterwards, note 1 and note 2 have not contributed to the complaint condition. All other records indicate the product was manufactured to specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the changes that were made to the drill stop in 02/2012 via dco#10023088. These changes improved the overall engagement of the drill stop plunger mechanism's interface with the grooves of the stepped drill bit. The returned device shows heavy use during its 11 year lifespan. During this evaluation, the returned drill stop was assembled with the stepped 6mm/10mm drill bit (part#357.403). The returned drill stop did not hold when linear force was applied, thus confirming the complaint category. The returned instrument is used during tfn procedures and proper use and maintenance are addressed in technique guide j3900-I. Per the technique guide, the drill stop should be used in dense bone. This complaint is confirmed for this 01/2003 manufactured device and dco#10023088 was already implemented to address this issue and there have been no related complaints for the new revision drill stop. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.